Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed the event log and found error code 111d - check vent: mc pcba adc failed logged. Reviewed the code per the manual and advised to replace the motor controller printed circuit board assembly (pcba). The rse provided parts ID for the repair. The customer replaced the motor controller printed circuit board assembly (pcba), to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarmed while on a patient and shut down, blower overheating. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed the event log and found error code 111d - check vent: motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed logged. Reviewed the code per the manual and advised to replace the motor controller printed circuit board assembly (pcba). The rse provided parts ID for the repair. The investigation is ongoing.